Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) was replaced today. There were no complications. Post-op, a manufacturing representative (rep) reprogrammed the patient and showed him how to use his programmer. The stimulator and new programs were covering his painful areas. The patient felt comfortable using the programmer. He had the rep¿s contact information as needed.

Event description:
It was reported that the patient was trying to get the device ¿restarted.¿ the pain stim therapy was not currently in use. The patient had ¿several procedures¿ done that interrupted the patient¿s use of the stimulation therapy. The patient had back surgery one year prior to report, and he had not used stim since that time. The spinal cord surgery was done to relieve hip pain. It turned out to be an ¿extension of the spine, curvature, and/or disorientation of the spine issue.¿ the patient was not interested in an explant unless it was needed. The patient was redirected to the healthcare professional (hcp). Later, the patient noted that they still had concerns with the device or therapy but had not sought further help. It was later reported that the patient would like to talk to a manufacturer's representative to revive his implant. The patient stated ¿within the month¿ the battery had gone dead, or appeared to be depleted, and the manufacturer's representative walked him through over the phone or gave directions how to revive it. The patient was redirected to the healthcare professional (hcp). It was reported that the manufacturer's representative saw the patient the week prior to 2015 (B)(6), and the doctor¿s office decided to move forward with a replacement of the battery. The replacement had not been scheduled at this time. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).